Manufacturer narrative:
(B)(4).

Event description:
It was reported the needle hub broke and separated during insertion. No patient harm. The device was replaced. The patient's condition is reported as fine.

Event description:
It was reported the needle hub broke and separated during insertion. No patient harm. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle and lidstock for analysis. Signs of use in the form of biological material were present on the needle cannula. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth. It was also confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Based on the sample provided, design likely caused or contributed to this event. A CAPA was opened to further investigation this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.